Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported chemo leaked from the connection of the texium valve on the secondary set to the smartsite y-port on the primary set during an infusion of cytarabine 200 mg/100 ml at 50 ml/hr. The time of the leak was not provided; however, the customer stated that leaks could occur at the start of the infusion, during the infusion or near the end of the infusion. When a leak is identified, the primary set is replaced and the leak is resolved. There was no report of patient harm.

Manufacturer narrative:
Field left blank- no available code for undetermined or unknown cause. The customer¿s report of fluid leakage at the connection site of a secondary set to a primary set was confirmed. Microscopic inspection of the uppermost smartsite valve on the primary set revealed a sharp upturn to the edges on the top valve threads. There were no additional signs of damage or abnormalities. Functional testing resulted in no leaking. Pressure testing confirmed leaking at the connection site. The root cause of the reported failure could not be determined.